Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® heparin tube the cap was not in the correct position. The following information was provided by the initial reporter. The customer stated: "when the cap is not in right position the instrument can't open the cap. Don't recognize tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. If samples are received at a later date the record will be reopened and investigated accordingly. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to the cap position as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of incorrect cap position. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® heparin tube the cap was not in the correct position. The following information was provided by the initial reporter. The customer stated: "when the cap is not in right position the instrument can't open the cap. Don't recognize tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-apr-2022. H.6. Investigation: bd received ninety-seven (97) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cocked stopper with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® heparin tube the cap was not in the correct position. The following information was provided by the initial reporter. The customer stated: "when the cap is not in right position the instrument can't open the cap. Don't recognize tube."